Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and pacing inhibition and sensing integrity counter (sic) on two stored episodes. Noise was reproduced in clinic with pocket manipulation with bipolar sensing at various sensitivities. The rv sensing was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.